Event description:
Indication: chronic obstructive pulmonary disease, unspecified. Pt reports has issues with her nebulizer pari plus not working. She has a back up to use. No missed doses. No adverse events reported. Unknown lot number.